Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this right ventricular (rv) exhibited loss of capture and the patient complained of chest pain. A chest x-ray was performed to determine the cause and it showed that the lead had perforated the septal heartwall. The lead was then repositioned to a more apical position and remains in service at this time.